Event description:
Additional information was received which reported that when ECMO was introduced, the valve and dcs has not been inserted, therefore the ECMO bleeding is not related to the dcs. Pcps was used as support following the injury.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, percutaneous cardiopulmonary support (pcps) was introduced because the patient had low ejection fraction (ef) and low blood pressure before the introduction of anaesthesia. The route was taken from the right lower limb, and the left lower limb was selected as the main access. The delivery catheter system (dcs) was attempted to be inserted into the right ventricle from the right internal jugular vein, however it passed through a different lumen. A computed tomography (CT) scan was urgently taken. The CT scan showed that the situation was not urgent, therefore transcatheter aortic valve replacement (tavr) was performed successfully. Pericardial effusion had been observed prior to tavr, and had increased slightly following the procedure. The dcs had been inserted incorrectly, and abnormal flow findings were observed toward the left atrium. Thoracotomy was decided to be performed to confirm pericardial effusion. Per the physician, echocardiogram showed a decrease in pericardial effusion when the thoracotomy was performed. The bleeding site caused by incorrect dcs insertion was sutured. The chest was closed while the pericardial drain was inserted for preventative purposes. The dcs in the internal carotid artery was removed from the lower limb after the pcps was extubated, and the dcs was removed from the patient after hemostasis was performed. The patient left the operating room without any swelling. Progress was checked the day after the operation, and there seemed to be no problems. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-2329 (lot: 0011969987), product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0011870624), product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that during the valve implant, the patient became hemodynamically unstable prior to induction of anesthesia. Bleeding occurred when extracorporeal membrane oxygenation (ECMO) was introduced and a blood transfusion was performed.

Manufacturer narrative:
Patient and method codes for the concomitant device additional codes - imf health impact codes for the concomitant device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the minimum diameter of the access vessel was unknown, but there was a diameter that could fit the 18fr non-medtronic sheath. According to the physician, the location of the vascular injury was from the left pulmonary artery to the left atrium. No pericardial drainage was performed. It was noted that there was no patient anatomy that contributed to the injury. No adverse patient effects were reported.